Event description:
Following angio-seal deployment device, an infection developed in the patient's right groin at the puncture site. The site was red; however, no drainage was present. Blood cultures were positive for methicillin resistant staph aureus (mrsa). The patient was treated with vancomycin and has reportedly recovered. The physician stated this was not device related; rather a hosptial acquired infection.